Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had leak in the site from their infusion set. The customer¿s blood glucose level was 107 mg/dl at the time of the incident. The customer did not troubleshoot and send the insulin pump back for analysis.